Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and hit their head. The patient stated that the heart rate was very high at the time of the episode, 150-160. Subsequent information was received that the device was explanted due to normal battery depletion. No adverse patient effects were reported.